Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was not able to be determined, as the reported issue could not be reproduced. After trouble shooting, biomed confirmed that the chiller was not cooling, and it remained at 20.5 degrees. The biomed would be sending the arctic sun device in for chiller investigation. Per follow up via biomed on 13may2021, stated disregard request the unit was working as it should. No additional information available. It is unknown if the device was influenced by the reported failure, however the device met specifications during the evaluation. It is unknown if the device was in use by a patient. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Bmd investigation indicates that the reported issue was unconfirmed. Labeling review and risk review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated the nurse had sent the arctic sun device down for having a broken chiller. After trouble shooting, biomed confirmed that the chiller was not cooling, and it remained at 20.5 degrees. The biomed would be sending the arctic sun device in for chiller investigation. Per follow up via biomed on 13may2021, stated disregard request the unit was working as it should. No additional information available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed stated the nurse had sent the arctic sun device down for having a broken chiller. After trouble shooting, biomed confirmed that the chiller was not cooling, and it remained at 20.5 degrees. The biomed would be sending the arctic sun device in for chiller investigation. Per follow up via biomed dwight on 13may2021, stated disregard request the unit was working as it should. No additional information available.